Event description:
Right hip pain with disabling thigh pain and x-ray evidence of polyethylene wear, malposition of femoral component and bone erosion around the acetabulum believed to be secondary to polyethylne wear debris.